Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the minimum fill notification issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.